Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). Concomitant medical products: guide wire: sion blue, runthrough. Guide cath: terumo 6f il3.5. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat an eccentric de novo lesion in the mildly tortuous, moderately calcified, 75% stenosed, mid left anterior descending (lad) coronary artery. A 3.50 x 23 mm xience alpine stent delivery system (sds) was was inserted into the anatomy and prep (air aspiration) was performed. The sds was then advanced against resistance to the lesion and 2 unsuccessful attempts were made to inflate the balloon and deploy the stent implant. The balloon did not inflate at all, the needle on the pressure gauge of the unspecified inflation device did not rise during either of the 2 inflation attempts and no leaks were observed. The sds was removed from the anatomy and an attempt was made to inflate the balloon outside the anatomy and when the pressure on the unspecified inflation device was increased the balloon started to inflate. A new 3.50 x 23 mm xience alpine sds was used to successfully complete the procedure. There was no reported clinically significant delay in the procedure. There was no reported adverse patient sequela. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was returned for analysis. The reported difficulty to deploy and inflation issues were unable to be confirmed. The reported physical resistance was unable to be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The xience alpine everolimus eluting coronary stent system instructions for use (IFU) lists system preparation to be performed prior to the delivery procedure. In this case, it is unknown if the IFU deviation related to prepping after device insertion contributed to the difficulty to deploy and inflation issues. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely the device interacted with the mildly tortuous, moderately calcified, and 75% stenosed artery causing the reported physical resistance. Additionally, the reported difficulty to deploy and inflation issues are likely due to a poor connection with the indeflator. There is no indication of a product quality issue with respect to manufacture, design or labeling.